Event description:
Customer reported thes suture separated from the implants. A portion of the implants remian in the pt. No adverse consequences reported as a result of event. This device is used for treatment.